Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and respiratory tract irritation and other. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the humidifier water tank. During the evaluation, secondary findings was observed. Ui (user interface) knob broken, missing sd card cover, the air outlet port had dust-like and hair-like contamination in it, tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it, dust-like contamination on top of the blower box and throughout the bottom of the enclosure, dust-like contamination on top of the blower motor, dust-like contamination in the bottom of the blower box, air inlet seal had yellowed and had dust-like contamination on it. Pil observed the flip lid seal had unknown contamination on it, tan and white dust-like contamination, throughout humidifier enclosure, tan and white dust-like contamination on and under the heater plate, white dust-like contamination on the dry box seals, unknown tan dust-like contamination in the iso port, tan dust-like contamination inside water tank, the contamination found in the humidifier enclosure is considered not to be in the airpath, the source of contamination was most likely external to the device. The manufacturer found thirteen error codes. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. In box d: device serviced by 3rdp, device avail. For eval? And date returned has been updated. In box h: (device) problem code grid, patient outcome code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.